Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the last follow up visit in situ measurements showed 4 channels of high impedances. The high channels were disabled to get better benefit and clinic will follow-up every three weeks. The patient's parents said the patient hasn't been trauma or accident.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the recipient report. This is a final report.

Event description:
Device malfunction. The recipient's parents said the recipient hasn't been in a trauma or accident. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for re-implantation has not been made available.

Event description:
Device malfunction. The patient's parents said the patient hasn't been in a trauma or accident. No further information has been received.